Event description:
At the end of a cytoscopy procedure, when the scope was pulled out of the urethra, it came out missing about 4" of the black housing. The missing housing started about 3" down from the distal tip below deflection. The housing was never located, and it was unknown if it was left in the patient.

Manufacturer narrative:
The scope was received with a badly damaged shaft cover, and during visual examination, many knicks, cuts and tears were observed. The instrument leaked in several locations, and the light carrier housing was discolored. A 3 inch section of the shaft cover had broken loose due to the condition of the shaft. The biopsy port assembly was also loose. Gyrus acmi includes specific warnings in the product IFU against use of an instrument in such a damaged condition. The IFU also specifically instructs users to examine the instrument prior to use, both visually and with fingertips, to assure the type of damage observed is not present.